Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that continuous air bubbles occurred during the cartridge loading process. A new cartridge was loaded and insulin delivery was resumed. There was no reported impact to blood glucose.